Event description:
Device detected lead noise and delivered therapy inappropriately. Low lead impedance measured by implant. The lead remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - this lead was capped on (B)(6) 2017, it was noted that there was insulation failure. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.